Manufacturer narrative:
Additional information provided in d.9., h.3. ,h.6., and h.10. One opened probe was received. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the cutter. Dark foreign material was observed on the tip of the cutter. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure and also indicated that the probe had an actuation failure. The root cause for the actuation and cut failures is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed actuation and cut failures were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe did not cut and the aspiration was working during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.